Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that when physician checked this (rv) lead's position, during implant procedure, by fluoroscopy, it was noticed that the lead had dislodged. Physician tried to repositioned, but the lead could not be manipulated so it was removed. When the removed lead was checked damage was confirmed. This lead was then successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that when physician checked this (rv) lead's position, during implant procedure, by fluoroscopy, it was noticed that the lead had dislodged. Physician tried to repositioned, but the lead could not be manipulated so it was removed. When the removed lead was checked damage was confirmed. This lead was then successfully replace. No additional adverse patient effects were reported.